Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise oversensing on the right ventricular (rv) lead channel, which led to an inappropriate shock and recording a code indicative of short circuit and low out of range shock impedances during shock delivery. The physician opted to explant and replace this device. No additional adverse patient effects were reported. This device has not been returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies/an arc mark on the device case. Review of device memory found a shorted lead error had been recorded. An x-ray of the device revealed that the internal high voltage fuse was damaged. The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the third high voltage charge attempt caused the device to declare eri/eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise oversensing on the right ventricular (rv) lead channel, which led to an inappropriate shock and recording a code indicative of short circuit and low out of range shock impedances during shock delivery. The physician opted to explant and replace this device. No additional adverse patient effects were reported. This device has been returned.